Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the caller that the patient was experiencing intermittent ¿twitching¿ that runs down the side of the chest to the stomach area. Follow up with the physician office noted the patient experienced phrenic nerve stimulation caused by the left ventricular (lv) lead. Reprogramming was done, which resolved the stimulation and the lead remains in use. No further patient complications have been reported as a result of this event.